Manufacturer narrative:
Sonofi company comment dated (B)(6) 2015: this case concerns a female pt who experienced super ventricular tachycardia next day after using icy hot smart relief tens therapy for an unk indication, the causal role of device cannot be denied for the event however lack of info regarding complete medical history of the pt, underlying conditions and concurrent conditions, past drugs and concomitant medications precludes a comprehensive case assessment.

Event description:
Initial info regarding this serious unsolicited device case from unites states was received from the pt's husband on (B)(6) 2015. This case involved a female pt of unk age who developed supraventricular tachycardia (super ventricular tachycardia) 1 day after using smart relief tens therapy (icy hot smart relieve tens therapy). No relevant past medications, medical history concurrent conditions or concomitant medications were reported. On an unspecified date the pt started using smart relief tens therapy for an unk indication (lot/batch number: 14g128, expiration date and frequency: np). The reporter had purchased the device without realizing that "it cannot be used by persons (such as reporter) that have "metallic implants" in the spine. The reporter's wife (pt) tried the unit and the next day she was taken by ambulance to the local hospital for "super ventricular tachycardia" (supraventricular tachycardia) (onset date: unk). They were told that it could have been the result of using the smart relief tens therapy. Action taken: drug withdrawn nos. Corrective treatment: np. Outcome: unk.